Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered shocks as inappropriate therapy for the patients supraventricular tachycardia (svt). Technical services (ts) was consulted and discussed stored data as well as device programmed settings. The device had its settings reprogrammed. This device remains in service. No adverse patient effects were reported.